Event description:
This is the third of three reports (same patient, same/similar product, different lot numbers). It was reported that the physician always test the pressure settings with a manometer prior to implantation of a shunt. He used a manometer to test the pressures to determine that they indeed had the pressures he was looking for. The three shunts were tested but did not stop at the designated pressure setting. One shunt with a pressure range of 120-170 had no pressure. Another shunt with a pressure range of 80-120 would only read 40 as a pressure. All three shunts were tested. The events after that were unknown; as to whether the physician found a shunt that met the range he was seeking. None of the three shunts came in contact with the patient; only with the manometer. There was no patient injury/death alleged. Surgical delay was unknown. Additional information has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.